Event description:
The patient reported intermittent sound followed by no sound perception. The patient was seen at the center for device evaluation. External equipment was exchanged. However, the problem was not resolved. Surgery to explant the patient's device is to be scheduled.